Event description:
Per complaint (B)(4), it was reported that a patient experienced post-operative pain after their dental implant was uncovered. No signs of infection or osteopenia were present. The implant was explanted approximately four months after initial placement.